Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user stated the pump indicated a full charge but powered down within minutes and prompted for charging, though internal logs showed normal multi-day battery discharge without pump pauses or data gaps; the issue was framed as premature battery discharge involving the battery component, and charging technique education was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no problem detected, which did not corroborate a battery malfunction despite the user-reported behavior. It was concluded there was no problem detected.